Event description:
It was reported that during a lap assisted vaginal hysterectomy, it was found that the electrode peeled away when a nurse intended to wipe the device. The device was activated properly at the beginning of the operation. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode broken off from the instrument not returned and the active rod present. The ceramic is fractured and partially broken off from the instrument not returned. The ceramic was damaged by the separation of the electrode from the lower jaw. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod.